Event description:
It was reported that multidrug-resistant pseudomonas aeruginosa (mdrp) was found in some pts at a hospital, who had undergone endoscopic examination. The number of pts involved is unk. The gene analysis of the mdrp showed that all the pt had the same strain of mdrp. The endoscopic instruments had been processed in disopa and an automatic endoscope reprocessor. It was reported that water filter of the automatic endoscope reprocessor was not changed routinely. The customer had already been advised regarding replacement of the water filters of the automatic endoscope reprocessor. Further follow-up with the hospital was done; however, the hospital declined to provide further info.